Event description:
It was reported that the patient was admitted with a severe heart attack. In the course of a cardiac catheterization, therapy was initiated using an unknown intra-aortic balloon pump (iabp). After an emergency coronary bypass operation, the patient was given intensive care and monitored after extubation and with minimal catecholamines and iabp therapy. After hemodynamic deterioration and necessary re-intubation, the iabp device alarmed on (B)(6) , see above that an inadequate therapy was assumed and the iabp procedure was terminated. When removing the balloon pump, it was found that the intra-aortic balloon (iabc) was leaking. In the further course, iabp therapy was repeated as necessary, but despite further measures, the cardiogenic shock protracted. The patient was in a very critical condition due to the underlying disease and died on (B)(6) 2020 from multiple organ failure. The patient's death is not attributed to the iabp. A separate repot will be submitted for the involved balloon catheter.

Manufacturer narrative:
There was no reported malfunction of the unit and neither the pump model or serial number was provided. However, additional information is being requested, and we will submit a supplemental report, if necessary. Not returned to manufacturer.

Event description:
It was reported that the patient was admitted with a severe heart attack. In the course of a cardiac catheterization, therapy was initiated using an unknown intra-aortic balloon pump (iabp). After an emergency coronary bypass operation, the patient was given intensive care and monitored after extubation and with minimal catecholamines and iabp therapy. After hemodynamic deterioration and necessary re-intubation, the iabp device alarmed on (B)(6), see above that an inadequate therapy was assumed and the iabp procedure was terminated. When removing the balloon pump, it was found that the intra-aortic balloon (iabc) was leaking. In the further course, iabp therapy was repeated as necessary, but despite further measures, the cardiogenic shock protracted. The patient was in a very critical condition due to the underlying disease and died on (B)(6) 2020 from multiple organ failure. The patient's death is not attributed to the iabp. A separate repot will be submitted for the involved balloon catheter.